Event description:
It was reported that during a lap sigma procedure, the active blade broke, but did not fall into the patient. There was no reported patient consequence. Procedure was finished with same like product.